Manufacturer narrative:
(B)(6) 2025, 12:51:57, sivakn2: continuation of d10: 5076-52 lead implanted: (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the device changeout procedure, the patient suddenly transitioned from normal sinus rhythm to atrial fibrillation, presenting with a rapid heart rate and gross atrial undersensing upon connection of the new device. The ra lead sensitivity was lowered and the "partial+" feature was disabled, which successfully reduced the undersensing to smaller gaps. Subsequently, in the post-operative recovery unit, the patient converted back to normal sinus rhythm, but far field r-wave oversensing was observed on the live atrial electrograms (egm). The "partial+" feature was subsequently turned back on, which resolved the oversensing issue. The ra lead remains in use. No patient complications have been reported as a result of this event.